Event description:
It was reported by the customer that when using the bd pyxis medstation es, the smart remote manager for the device was experiencing chronic device failures, which was preventing the users from accessing the contents within the refrigerator. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d4 catalog, unique identifier and model. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that srm was failed. The field service engineer (fse) replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the smart remote manager for the device was experiencing chronic device failures, which was preventing the users from accessing the contents within the refrigerator. The customer stated that the reported issue occurred when user was trying to issue medication to patient. However, there were no adverse events or injuries reported based on this event.